Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle did not retract indicating a needle mechanism failure. The cannula was visble and the pink slide did move forward.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Download data indicated that the pod ran for a total of 67 pulses before deactivation, of which 46 were in first prime. The needle mechanism did not have any damages or deficiencies, and each component appeared as expected for a deployed device. The needle mechanism was reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.